Event description:
It was reported that the patient had recurrent ventricular fibrillation and cardiac arrest due to ventricular tachycardia. The patient was hospitalized, received medication, and the event was considered resolved shortly thereafter. The implantable cardiac defibrillator (ICD) and ventricular lead remain in use. The patient is enrolled in the improve sudden cardiac arrest (sca) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).